Event description:
Event reported as, "slippage - aps implanted band not removed - just repositioned."

Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis, if the device is explanted in the future. The lap-band was repositioned and remains implanted. Baed upon the model number provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The product was repositioned and not explanted and will not be returned. Therefore, no analysis or testing has been done. Band slippage is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal."